Manufacturer narrative:
The date return to manufacturer updated. Combination product updated.

Manufacturer narrative:
H6:results code 2 updated. H6:conclusion code 1 updated. Conclusion code 2 added. An engineering evaluation was performed on the returned device. The evaluation results stated that the entire device was returned with the endoprosthesis fully expanded. There was approximately 146 cm of deployment line between the hub and deployment knob.there was a single fiber at the end of the deployment line that was approximately 4.5 cm long. The delivery catheter had been cut into three pieces. The first cut was 1.5 cm from the hub and the second cut was 58 cm from the hub. The nitinol wire and body tape was delaminated from the utw in three locations: 1.5, 3, and 6cm from the straight cut end of the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Per gore® viabahn® endoprosthesis instructions for use (IFU), w. L. Gore & associates acknowledges that during introduction and positioning of the gore® viabahn® endoprosthesis, advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together. It is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure. A warning is given as ¿inadvertent, partial, or failed deployment of the endoprosthesis may require surgical intervention.¿

Event description:
It was reported to gore that a 5mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface was to be implanted for treatment of a stenosis in the left superficial femoral artery(sfa). The device was advanced from the right common femoral artery through the sheath via boston v18 guide wire. After the device was advanced to the target lesion, the physician initiated the deployment line, and about two thirds of the device was deployed. Then a resistance was reportedly felt, the endoprosthesis couldn¿t be deployed further. The deployment line was broken with the excessive force used. The physician cut the catheter to find the broken deployment line inside of the catheter lumen. Then the physician was able to retract the partially expanded device with the cut catheter , together with the sheath. A new gore® viabahn® endoprosthesis (8mm x 5cm) was used to complete the procedure. The patient did not experience any adverse consequences.